Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the outer insulation of the lead developed a breach due to a depression while in vivo. And the outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2013; 6947m62 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a possible fracture. The right atrial lead had high thresholds. The left ventricular lead had rising and high thresholds. All leads were explanted and replaced. No patient complications have been reported as a result of this event.